Manufacturer narrative:
Depuy still considers the investigation closed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain, discomfort, swelling, inflammation, bone and tissue damage, clicking and popping in the joint, partial or complete lack of mobility, metallosis, osteolysis, chromium and cobalt toxicity, and formation of pseudotumors. Update received (B)(4) 2014. Revision date confirmed. Patient details, surgeon, hospital, sales rep, product codes and taper sleeve added. New fields completed. Confirmed reasons for revision: alval/soft tissue reaction, fluid collection, elevated metal ion levels, pain. Stem left in situ.

Event description:
Litigation alleges pain, discomfort, swelling, inflammation, bone and tissue damage, clicking and popping in the joint, partial or complete lack of mobility, metallosis, osteolysis, chromium and cobalt toxicity, and formation of pseudotumors.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.